Event description:
Healthcare professional reported "loss of volume on right side following breast cancer, had lumpectomy, radiation therapy and chemotherapy". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening as unidentified (tear) opening. ¿ cancer - breast: unable to observe since it is not related to the device. As per the investigation procedure, wear abrasion crease stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "loss of volume."

Event description:
Healthcare professional reported "loss of volume on right side following breast cancer, had lumpectomy, radiation therapy and chemotherapy". The device has been explanted.